Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4194 implantable pacing lead 2006 (B)(6); 5568 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the device reached early elective replacement indicator (eri.) Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.